Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle pulled out of the hub. There was no report of patient impact. The following information was provided by the initial reporter: encountering resistance on the plunger when doing im deltoid injections. This has happened with a few different syringes while using your 1 inch 25 g needles. In one instance, when trying to overcome the resistance, the syringe and needle separated with the needle still in the patient's arm, but there has been no injury.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle pulled out of the hub. There was no report of patient impact. The following information was provided by the initial reporter: encountering resistance on the plunger when doing im deltoid injections. This has happened with a few different syringes while using your 1 inch 25 g needles. In one instance, when trying to overcome the resistance, the syringe and needle separated with the needle still in the patient's arm, but there has been no injury.